Event description:
A surgeon reported that after procedure was completed, the suction was not released automatically and the ring was still holding the cornea, inducing subconjunctival hemorrhage. The symptoms resolved without medical or surgical intervention.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).